Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "high" on the continuous glucose monitor and a high level of ketones. Reportedly, customer was using u-200 humalog for insulin therapy. Bg was treated with intravenous insulin. Reportedly, customer left the ER 4-5 hours later with the issue resolved and no permanent damage.